Event description:
The customer reported that there a communication failure error and the system was locking up and the c-arm would not boot up. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.